Event description:
This lead was implanted and explanted later the same day. After the pocket was closed, the physician noticed there was poor sensing, and flouroscopy indicated that the lead had dislodged and descended down into the ventricle. The pocket was re-opened and the lead was replaced on (B)(6) 2020. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.